Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the lv lead has been turned off for an unknown reason. No other information is available. The caller was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).